Event description:
Reportedly on (B)(6) 2022 this patient underwent an endovascular treatment of a stenotic lesion located in the left limb with two gore® viabahn® endoprostheses with propaten bioactive surface (vsx devices). Reportedly, the whole procedure was uneventful, access was successfully gained, the two devices deployed as intended, catheters were successfully removed and the patency of the devices were confirmed at the end of the procedure. The patient received an additional antiplatelet medication during the procedure. According to reports, on april 05, 2022 a " left lower limb ischemia" has been reported. On april 09, 2022 a repeat intervention in the form of mechanical thrombectomy was performed. The physician confirmed that the vsx devices used in this procedure were thrombosed. The patient recovered without a sequelae and the patency of the vsx devices was confirmed at the end of the reintervention (B)(4). It was reported that on november 10, 2022 a stenosis of the bypass was reported. According to the information provided the incident was disease related and required a repeat intervention and antiplatelet / anticoagulant medication. On november 11, 2022 an endovascular procedure was performed. No blood transfusion was required, the patency of the vsx devices could not be restored. The study devices were bypassed with no procedural complications. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.